Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter transfer set should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. However, the cause of the peritonitis event was reported to be bacteria osmosis but could not be medically confirmed. Treatment for the events was not reported. The patient was recovering from the peritonitis. The action taken with dianeal therapy was not reported. No additional information is available. This is report 1 of 3.